Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was exhibiting oversensing on both the right atrial and right ventricular channels. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects we